Event description:
It was reported that the "wheelchair legrest is broken and weld came undone on the right legrest bracket that connects to the chair".

Manufacturer narrative:
It was reported that "wheelchair legrest is broken". "The weld came undone on the right legrest bracket that connects to the chair". "The bracket that has the lock on it". "The chair was not being used at the time. They noticed while taking the legrests off to place it in the car." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.